Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified the touchscreen worked as designed. All diagnostics and calibration testing completed with passing results. All resistance measurements were found to be within specification. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen on a v60 ventilator was unresponsive to touch commands. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and determined touchscreen replacement was necessary for correction. A replacement touchscreen was ordered and onsite service dispatched. A philips authorized service provider (asp) confirmed the reported problem. The asp replaced the touch screen and performed calibration to correct the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00441. All information from the original report(s) has been transferred to this report.